Manufacturer narrative:
Correction: the complaint was opened accidentally twice. The root cause investigation of the involved device will be followed up under MFR report number 3004230826-2016-00026 and the complaint with the MFR report number 9710014-2016-00347 will be cancelled.

Event description:
The explanted device was received at headquarters. According to the device explantation report, the patient had no benefit with the device and extrusion of the conductor link was noted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at (B)(4) headquarters. According to the device explantation the patient had no benefit with the device. Additional information has been requested from the field.